Manufacturer narrative:
(B)(6) 2016 05:03 pm (gmt-5:00) added by (B)(6) ((B)(4)): our field service engineer exchanged the pneumatic back-plane and conducted several successful functions tests before the ventilator was returned to service. The pneumatic back-plane is a connector board without electronics. The investigation of the returned pneumatic back-plane and evaluation of the received device log files has been completed. A visual inspection showed that the pneumatic back-plane was subjected to deposits/corrosion, and burned contact areas were visible. It is not known how the corrosive substance, e.g. Moisture or liquid, had entered the ventilator and ended up on the pneumatic back-plane. Evaluation of the received device log files confirmed the reported problem where the technical error occurred on the date of event. The technical error represents a communication failure that will not affect on-going ventilation. Simulated-use testing of ventilation was not able to confirm the reported issue. All performed pre-use checks passed without remarks/deviations, before and after, one day of successful simulated-use testing of ventilation. Our conclusion is that the existing deposits/corrosion and moisture on the pneumatic back-plane had created a short circuit between the pneumatic back-planes' contact pins, resulting in the reported failure.

Event description:
(B)(6) 2016 04:43 pm (gmt-5:00) added by (B)(6) ((B)(4)): this report is duplicate of already receive MDR with the manufacturer report # : 8010042-2015-00339. The record is being created as requested per the FDA correspondance that requires a supplemental be filed electronically. It was reported that the ventilator intermittently showed a communication error message. There was no patient harm reported. (B)(4).